Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication of dvt developed and it can be implied medical intervention was required to treat the complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient experienced dvt 2 week post implantation and underwent curative anticoagulation. No further information has been provided.

Manufacturer narrative:
(B)(4). Flecher, x., ros, f., jacquet, c., olivier, m., parratte, s., & argenson, jn. (2020, june 28). A retrospective comparative study comparing 3 mode of fixations in revision tka: tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Report source: foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a dvt. Attempts have been made and no further information has been provided.